Manufacturer narrative:
The device was not returned for analysis. A lot history record search and similar incident query could not be conducted as the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling. Sus voluntary event report (mw5101318)na.

Event description:
Sus voluntary event report (mw5101318) received stating: " pt [patient] brought to operating room (B)(6) for angiogram with stent placement. Coronary stent brought from cath lab. Stent aligned in patient but failed to deploy." No additional information was provided.